Event description:
It was reported that the patient experienced paralysis due to a large mass. It was indicated that surgical revision and mass removal would take place the following day. The outcome of the patient and the drug in the pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Event description:
No further information related to this event could be obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reservoir volume was not specified for the model # indicated, therefore all possible correction #'s was listed. Z-1150-2008 (20), z-1151-2008 (40).